Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported by the patient with this pacemaker that the communicator triggered a red doctor icon. Technical services (ts) assisted the patient with troubleshooting. The communicator was able to be interrogated after the universal serial bus (usb) was plugged into another port. However, latitude reports show that this pacemaker exhibited high out of range pacing impedance on the right ventricular (rv) channel. The high out of range impedance has been occurring for approximately 4 years, which resulted in a lead safety switch (lss). The patient was referred to the clinic. The clinic decided to continue to monitor the patient. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported by the patient with this pacemaker that the communicator triggered a red doctor icon. Technical services (ts) assisted the patient with troubleshooting. The communicator was able to be interrogated after the universal serial bus (usb) was plugged into another port. However, latitude reports show that this pacemaker exhibited high out of range pacing impedance on the right ventricular (rv) channel. The high out of range impedance has been occurring for approximately 4 years, which resulted in a lead safety switch (lss). The patient was referred to the clinic. The clinic decided to continue to monitor the patient. The device remains in service. No adverse patient effects were reported.